Event description:
Customer reported that they erroneously used the last patient button on instrument to populate the demographics for another patient's sample there was no report of injury due to this event.

Manufacturer narrative:
Siemens representative assisted customer to turn off "save demographics" feature within setup and verified that last patient icon not available by running test sample. Customer indicated that they do not have any further questions. Instrument is working as intended.